Event description:
This ra lead was implanted on (B)(6)2014 and remains implanted at this time. A call was place to technical services on 08/29/2016 stating that this lead exhibited farfield r-wave oversensing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).